Manufacturer narrative:
A supplemental report is being submitted, following the receipt of additional information. B4, g3, g6, and h2 have been updated. D4: serial number has been corrected and d4: expiration date and UDI number and h4 have been added.

Manufacturer narrative:
A supplemental MDR is being submitted, following receipt of additional information and completion of the engineering evaluation. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, valve calcification, leading to device replacement was unable to be confirmed due to unavailability of the medical record. According to the technical summary, evaluation of reported calcification events for the sapien xt, s3, and s3u valves did not confirm any manufacturing non-conformances. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Event description:
As reported by our edwards lifesciences japan associate approximately 4 years 10 months following a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 valve, aortic stenosis & aortic regurgitation were observed via computed tomography, and the patient was at high risk for requiring tav in tav intervention. Per follow-up communication, vmax was 5.1m/s and the mean pressure gradient was 60.3mmhg, with calcification present and moderate to severe transvalvular leakage. The patient was scheduled for a valve-in-valve procedure.

Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by our edwards lifesciences japan associate approximately 4 years 10 months following a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 valve, aortic stenosis & aortic regurgitation (asr) were observed via computed tomography, and the patient was at high risk for requiring tav in tav intervention. Per follow-up communication, vmax was 5.1m/s and the mean pressure gradient was 60.3mmhg, with calcification present and moderate to severe transvalvular leakage.

Manufacturer narrative:
A supplemental MDR is being submitted, due to the receipt of additional information. Please reference related manufacturer report no: 2015691-2024-07479 regarding the valve-in-valve procedure.

Event description:
As reported by our edwards lifesciences japan associate approximately 4 years 10 months following a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 (s3) valve, aortic stenosis & aortic regurgitation were observed via computed tomography, and the patient was at high risk for requiring tav in tav intervention. Per follow-up communication, vmax was 5.1m/s and the mean pressure gradient was 60.3mmhg, with calcification present and moderate to severe transvalvular leakage. A 20mm sapien 3 ultra resilia valve was implanted within the s3 valve.